Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has several black lines/spots. The results are clearly readable. There are no traces of an mechanical impact visible on the housing of the device. The touch function works normally. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of a display issue for the accu-chek inform ii meter, which could affect the interpretation of results. The reporter stated the meter has a black horizontal line running across the display. The reporter confirmed no misinterpretation of results have occurred.